Event description:
Customer initially reported that their abbott diabetes care device displayed a "timeout error". The product was returned and investigated for the displayed error issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported device was returned, and an investigation was initiated. The investigation included a review of the complaint information, available device data, and applicable device history records (dhrs). Due to limitations in the investigational data available, abbott diabetes care is unable to determine whether a device malfunction or product deficiency occurred. As a result, this issue is classified as unable to test. The device history records (dhrs) for the product¿were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care at the time of investigation has been reviewed and documented.